Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately eleven months after implantation of a vena cava filter during the scheduled retrieval, a detached filter limb was identified in the right ventricle. The filter was successfully removed with a snare; however, no attempt was made to retrieve the detached limb from the heart. The patient is reported to be asymptomatic.